Event description:
It was reported while using the cool path catheter during an atrial fibrillation ablation procedure, the irrigation port broke. The catheter was advanced into the atrium and a few minutes into the procedure, the irrigation port disconnected from the handle. The catheter was removed from the pt and the procedure was continued with a different device. There were no adverse consequences to the pt.

Manufacturer narrative:
One cool path 7f catheter was received for eval. Visual inspection revealed that luer extension tube was broken at the handle edge and the fluid lumen was detached. Functional testing of the device could not be completed due to the broken luer extension tube and detachment of the fluid lumen. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with supplier quality. A quality improvement project was initiated to investigate the issue and improve the process. As a result, improvements to the tubing quality and improvements to the internal inspection process have been instituted. Sjm partnered with the vendor of the tubing and determined that the material was not processed with the necessary conditions to ensure optimum tubing quality; the process has been improved by the vendor in order to prevent potentially defective tubing from being utilized during the mfg process, sjm has additionally instituted a new testing fixture that improves our ability to detect the nonconforming tubing.